Event description:
It has been reported that product voice prompts did not function properly during a routine maintenance check.

Manufacturer narrative:
(B)(4). Device evaluation pending. Date of device manufacture (B)(4) 2005.